Event description:
Agent ide clinical study. It was reported that blood slow flow, myocardial infarction (mi) occurred and patient experienced chest pain. In (B)(6) 2019 and (B)(6) 2021, prior index procedure, percutaneous coronary intervention (pci) with balloon angioplasty and drug eluting stent were performed at distal left anterior descending artery (lad). In (B)(6) 2022, the subject was randomized into the agent ide study and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose 325 mg of aspirin and 75 mg of clopidogrel were given prior to the procedure. The target lesion #1 was located at the distal lad and was 11 mm long with a reference vessel diameter was 2.75 mm. The target lesion was pre-dilated with 2.0 mm x 12 mm balloon with 20% residual stenosis and timi flow 3. Following pre-dilation, the lesion was treated with 2.5 mm x 12 mm nc emerge balloon successfully with 0% residual stenosis and timi flow 3. On the same day, the subject was discharged on clopidogrel and aspirin. In (B)(6) 2022, subject presented with worsening shortness of breath over past few months and was recommended for repeat catheterization for possible therapy or intervention. Fourteen days later, the subject presented for outpatient left heart catheterization. On the same day, the pre-operative coronary angiography revealed; patent proximal to distal stents with mid segment, in-stent restenosis up to 40% and distal 95% in-stent restenosis. Proximal 2nd diagonal branch with 100% stenosis (chronic). Mid left circumflex artery (lcx) with 60% stenosis, 2nd and 3rd obtuse marginal with 60% stenosis. Right coronary artery (rca), proximal and mid right posterolateral branch with 30% stenosis, right posterior descending artery with 30% stenosis. The 95% severe in-stent stenosis in the target lesion distal lad was predilated with a 2.0 x12 mm emerge balloon following pre-dilatation with nc emerge 2.50 mm x 6 mm balloon. Following this balloon inflation, filling defect was noted within distal lad stent, IV cangrelor was added at this point proceeding with further angioplasty, however at this point the distal lad flow became very sluggish and timi flow reduced to 1. There was no coronary reflow which was likely secondary to stent thrombosis. No significant changes on electrocardiogram (ECG), however, was noted with mild chest pain, timi flow improved to 2 after multiple rounds of adenosine and cardene delivered to distal lad. Aspiration thrombectomy of lad was performed and the target lesion was further treated with nc trek rx 2.5 x15 mm balloon target vessel revascularization (tvr). Post tvr, resulting into 0% of residual stenosis in target lesion with timi flow of 3. Decision was made to not to proceed with additional stenting given the lack of severe residual stenosis or visible thrombus material apart from very apical lad. At the time of the event subject was on aspirin, which was continued and additionally, was started on heparin gtt and ticagrelor. ECG revealed, sinus tachycardia with premature atrial complexes, left axis deviation, anteroseptal infarct, possibly acute, acute mi/st elevation myocardial infarction (stemi). Due to persistent chest pain subject was admitted to critical care unit for monitoring of intraoperative stemi confirmed by ECG. Diagnosis was confirmed to be intra operative mi due to distal thrombus in lad. Chest pain was noted to be 5/10 substernal and the subject was started on nitroglycerin gtt was noted with thrombosis in the target lesion and was diagnosed with peri-procedural mi. The elevation of troponin was noted to be consistent with protocol definition of mi. Per edc, the subject was also treated medically and the rationale for tvr was positive stress test or other objective evidence of cardiac ischemia, angina and symptoms of ischemia. On the same day, the event was considered to be resolved with sequelae. On the next day, the chest pain improved compared to previous day and was intermittent 2-4/10 and the elevation of cardiac enzyme was noted to be consistent with protocol definition of mi. ECG revealed, sinus rhythm with occasional premature ventricular complexes, left axis deviation, septal infarct (age undetermined), t-wave abnormality, consider anterolateral ischemia. No other information is available at this point of time. The day after, the subject reported new onset of chest pain 10/10. ECG revealed sinus tachycardia, left axis deviation, anteroseptal infarct, possibly acute, acute mi/stemi. The subject was diagnosed with stemi and emergency catheterization was initiated. Per mi form, diagnosis of mi was based on symptoms, ECG changes and angiography findings. Anginal classification within last two weeks was ccs IV and low syntax score. On the same day, the pre-operative coronary angiography was performed. Post index procedure, 100% severe in-stent stenosis in the target lesion was treated with balloon angioplasty catheter tvr. Post revascularization, resulting into 100% of residual stenosis in target lesion with timi flow of 2. Of note, post treatment the subject was noted with 100% residual stenosis with timi flow 2. Per edc, the rationale for tvr was positive stress test or other objective evidence of cardiac ischemia, angina, symptoms of ischemia and elevated cardiac enzymes. The event was considered resolved with sequele on the same day. On the next day, the ECG revealed sinus tachycardia with premature atrial complexes, left axis deviation, lvh, non-specific st and t wave abnormality. No additional information is available at this point site has been queried for the same.

Manufacturer narrative:
E1 - initial reporter email: (B)(6).

Event description:
Agent ide clinical study. It was reported that blood slow flow, myocardial infarction (mi) occurred and patient experienced chest pain. In october 2019 and july 2021, prior index procedure, percutaneous coronary intervention (pci) with balloon angioplasty and drug eluting stent were performed at distal left anterior descending artery (lad). In march 2022, the subject was randomized into the agent ide study and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose 325 mg of aspirin and 75 mg of clopidogrel were given prior to the procedure. The target lesion #1 was located at the distal lad and was 11 mm long with a reference vessel diameter was 2.75 mm. The target lesion was pre-dilated with 2.0 mm x 12 mm balloon with 20% residual stenosis and timi flow 3. Following pre-dilation, the lesion was treated with 2.5 mm x 12 mm nc emerge balloon successfully with 0% residual stenosis and timi flow 3. On the same day, the subject was discharged on clopidogrel and aspirin. In october 2022, subject presented with worsening shortness of breath over past few months and was recommended for repeat catheterization for possible therapy or intervention. Fourteen days later, the subject presented for outpatient left heart catheterization. On the same day, the pre-operative coronary angiography revealed; patent proximal to distal stents with mid segment, in-stent restenosis up to 40% and distal 95% in-stent restenosis. Proximal 2nd diagonal branch with 100% stenosis (chronic). Mid left circumflex artery (lcx) with 60% stenosis, 2nd and 3rd obtuse marginal with 60% stenosis. Right coronary artery (rca), proximal and mid right posterolateral branch with 30% stenosis, right posterior descending artery with 30% stenosis. The 95% severe in-stent stenosis in the target lesion distal lad was predilated with a 2.0 x12 mm emerge balloon following pre-dilatation with nc emerge 2.50 mm x 6 mm balloon. Following this balloon inflation, filling defect was noted within distal lad stent, IV cangrelor was added at this point proceeding with further angioplasty, however at this point the distal lad flow became very sluggish and timi flow reduced to 1. There was no coronary reflow which was likely secondary to stent thrombosis. No significant changes on electrocardiogram (ECG), however, was noted with mild chest pain, timi flow improved to 2 after multiple rounds of adenosine and cardene delivered to distal lad. Aspiration thrombectomy of lad was performed and the target lesion was further treated with nc trek rx 2.5 x15 mm balloon target vessel revascularization (tvr). Post tvr, resulting into 0% of residual stenosis in target lesion with timi flow of 3. Decision was made to not to proceed with additional stenting given the lack of severe residual stenosis or visible thrombus material apart from very apical lad. At the time of the event subject was on aspirin, which was continued and additionally, was started on heparin gtt and ticagrelor. ECG revealed, sinus tachycardia with premature atrial complexes, left axis deviation, anteroseptal infarct, possibly acute, acute mi/st elevation myocardial infarction (stemi). Due to persistent chest pain subject was admitted to critical care unit for monitoring of intraoperative stemi confirmed by ECG. Diagnosis was confirmed to be intra operative mi due to distal thrombus in lad. Chest pain was noted to be 5/10 substernal and the subject was started on nitroglycerin gtt was noted with thrombosis in the target lesion and was diagnosed with peri-procedural mi. The elevation of troponin was noted to be consistent with protocol definition of mi. Per edc, the subject was also treated medically and the rationale for tvr was positive stress test or other objective evidence of cardiac ischemia, angina and symptoms of ischemia. On the same day, the event was considered to be resolved with sequelae. On the next day, the chest pain improved compared to previous day and was intermittent 2-4/10 and the elevation of cardiac enzyme was noted to be consistent with protocol definition of mi. ECG revealed, sinus rhythm with occasional premature ventricular complexes, left axis deviation, septal infarct (age undetermined), t-wave abnormality, consider anterolateral ischemia. No other information is available at this point of time. The day after, the subject reported new onset of chest pain 10/10. ECG revealed sinus tachycardia, left axis deviation, anteroseptal infarct, possibly acute, acute mi/stemi. The subject was diagnosed with stemi and emergency catheterization was initiated. Per mi form, diagnosis of mi was based on symptoms, ECG changes and angiography findings.anginal classification within last two weeks was ccs IV and low syntax score. On the same day, the pre-operative coronary angiography was performed. Post index procedure, 100% severe in-stent stenosis in the target lesion was treated with balloon angioplasty catheter tvr. Post revascularization, resulting into 100% of residual stenosis in target lesion with timi flow of 2. Of note, post treatment the subject was noted with 100% residual stenosis with timi flow 2. Per edc, the rationale for tvr was positive stress test or other objective evidence of cardiac ischemia, angina, symptoms of ischemia and elevated cardiac enzymes. The event was considered resolved with sequele on the same day. On the next day, the ECG revealed sinus tachycardia with premature atrial complexes, left axis deviation, lvh, non-specific st and t wave abnormality. No additional information is available at this point site has been queried for the same.